Manufacturer narrative:
Manufacturing site evaluation: no product received to date. Should relevant additional information/investigation results become available, an additional medwatch report will be submitted.

Event description:
It was reported that a paedigav valve (#fv278t) was implanted and explanted. So far, we have no information about the reason for the explant. The complained product was not yet sent to the manufacturer for investigation. No patient complications were reported as a result of the revision procedure.

Event description:
It was reported that a ventricular cathetre from a paedigav shunt system (#f v278t) was implanted on (B)(6) 2019 and explanted on (B)(6) 2024. The ventricular catheter was explanted due to a blockage. The complained product was sent to the manufacturer for investigation. No patient complications were reported as a result of the revision procedure.

Manufacturer narrative:
Manufacturing site evaluation: visual inspection: during the investigation, visible depositis on the perforation and calcification on the catheter were determinde permeability test: a permeability test has shown that the cathter is permeable. Results: based on our investigation results, we can determine visible deposits on the perforation of the ventricular catheter. The deposits had no effect upon the specifications at the time of the examination. The catheter is permeable. Organic material in the csf can temporarily influence the function and are known side effects in hydrocephalus therapy. We can exclude a defect at the time of release. The product met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. The examination of the return has been completed with the drafting of this report.